Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2005 and a sling and aris tot surgical kit were implanted. The patient experienced pain, erosion of internal tissues, bladder spasms, continued urinary incontinence, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent sling release with revision and urethral dilation on (B)(6) 2007 due to urinary retention s/p sling.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It is reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and a sling was implanted. The patient underwent surgical removal of the mesh on (B)(6) 2005 and (B)(6) 2007 by implanting surgeon due to pain, erosion, urinary recurrence disturbances, dyspareunia (B)(4).